Event description:
It was reported that this pacemaker was exhibiting inconsistent capture and fluctuating thresholds. The patient was under anesthesia at the time of the call. The device remains in service. No adverse patient effects were reported.